Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that patients implantable pulse generator (ipg) was not working as intended. The patient also experienced pain and numbness. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and will not be return due to facility policy.

Event description:
It wasit was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, resulting in tingling sensations, numbness, and pain radiating from the lower back down to the calf. The patient subsequently underwent an explant procedure of the scs system. The explanted devices were retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Correction to initial MDR in blocks: b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7076154 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6). Batch: 7076147 UDI: (B)(4).